Event description:
It was reported by the rep that the one ez45g was used during a thoracoscopy procedure. It was reported that the stapler did not fire properly. There were no adverse effects to the pt. There are no add'l details available.